Event description:
Additional information received on 15-may-2014 reported that the patient was getting intermittent therapy and stimulation. When the patient turned his head toward the left side he felt a shocking sensation. The reporter did not know how long this had been occurring and was informed a week prior to the report by the healthcare provider (hcp).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's lead was replaced due to an impedance issue on (B)(6) 2014 and their implantable neurostimulator (ins) was replaced on (B)(6) 2015. The manufacturing representative thought the ins was replaced due to battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was unknown, but was attributed to the implantable neurostimulator (ins) and extension. There were no abnormal impedances. There was possible intermittent shock due to fluid at the ins site. There was questioning thinning of the extension with turning of the patient's head causing an electrical jolt in his neck. The patient had shock like sensations when turning his head to the left and also around his ins in his chest. The shock like sensations resolved when the ins was turned off. The patient had an x-ray on (B)(6) 2014 and it was still under review. The radiologist saw zero evidence of lead disruption and the leads wires were intact. The patient was reprogrammed on (B)(6) 2014 and (B)(6) 2014. Re-mapping of case positive and leads 0 through 3 was done according to side effects and therapeutic benefit. Group impedances were evaluated to determine if the system was still usable. No hospitalization was required and the patient outcome was noted as no injury.

Event description:
Additional information received reported the surgery the patient had on (B)(6) 2014 was for placement of a second lead in the right subthalamic nucleus due to the progression of parkinson's disease. Prior to the surgery, the patient only had a left subthalamic nucleus lead. The patient now had one implantable neurostimulator (ins) and to leads. Since the placement of the second lead, the patient's symptoms had resolved.

Event description:
It was reported that the stimulation was turning off randomly. It was noted that impedance measurements were taken and were found to be ¿good.¿ it was stated that the patient would feel ¿slower¿ and would then turn on the implantable neurostimulator (ins). It was further stated that when the patient would use his patient programmer to turn on his ins, he would feel a zap when it would turn on. It was noted that there were no known accidents or incidents that had caused the issue and the patient had not been around and equipment that could cause electromagnetic interference. It was further noted that the ins battery was at 2.85 volts. Additional information received reported that the ins calendar was checked and did not show any interruptions of stimulation. It was stated that the patient¿s healthcare provider felt that the patient¿s parkinson¿s disease had progressed and the patient¿s medications were not working as well. It was stated that the patient¿s stimulation current was decreased and his pulse width was increased from ¿60 to 90.¿ it was noted that the patient did not require any hospitalization and did not suffer any injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was experiencing intermittent shocking at the pocket with associated "off" symptoms, which was no movement for him. It was noted that the patient had no symptoms at a visit on (B)(6) 2014 and no shocking on (B)(6) 2014. Remapping was done at this second visit as 0 was determined to be the best contact. Two weeks later the patient started reporting shocking again. They tried interleaving next and the shocking improved, but was not eliminated. At no time did the patient report any falls or injuries. When the patient experienced shocking in march they also decreased the amplitude from 3.0 to 2.5 volts and it was improved until the day prior to the report when he was seen in the hospital. The patient was admitted to the hospital with shock like sensations at the pocket and "off" symptoms; he was unable to move for five to ten minutes, after which his "off" symptoms improved. The patient could not move his lower extremities when "off." It was noted that when the patient turned his head to the left "the sensations scaled at an 8 out of 10; it was 2 out of 10 prior." The reporter would see the patient the week after the report. The reporter intended to palpate and repeat impedances with neck and arm movement as well.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot# v001360, implanted: (B)(6) 2006, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
Additional information received reported the patient was scheduled for an implantable neurostimulator (ins) replacement. Upon interrogation the ins battery was found to be at 2.72v. Impedances measured at 3v were found to be in normal range. The ins was programmed to c+, 0- at 2.5v, a pulse width of 60, and a rate of 120 hz on the left subthalamic nucleus 1 and c+, 1- at 2.0v, a pulse width of 60, and a rate of 120 hz on the left subthalamic nucleus 2. The right side was at 0v. A CT scan had been done and an x-ray was ordered. Additional information relating to this event had been reported in manufacturer report #3007566237-2014-01845.

Manufacturer narrative:
(B)(4)